Event description:
It was reported the left ventricular lead had high thresholds. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Event description:
It was reported the left ventricular lead had high thresholds. The lead was explanted and replaced. The device was explanted and replaced due to a reported 'product performance issue', and rrt (recommended replacement time) was indicated. The device subsequently tested out of specification during manufacturer's analysis. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: the device did not meet expected longevity. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. No anomalies found; full lead returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.